Event description:
Rptr stated that pt's blood glucose as measured, using inform system 1, with a result of 330 mg/dl. One minute later, pt's blood glucose was reportedly retested, on inform system 2, with a result of 114 mg/dl. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in another country. This medwatch is for the suspect device used in inform system 2. Please see medwatch for the suspect device used in inform system 1.